Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reload the original cartridge and successfully resume insulin therapy, resolving the issue.